Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information received indicated that the lens got stuck in the injector and the plunger went over the lens instead of pushing it, and that the lens was damaged by the plunger. The patient was not in direct contact with the lens, only with the injector. A back up iol was used instead. No further information was provided. Device evaluation: no suspect product was received; however, photos were provided and evaluated. The photos displayed the suspect handpiece and cartridge. The plunger rod was observed to be fully advanced, and part of the cartridge and cartridge tip were broken off. The lens was seen to be stuck inside the cartridge and overridden by the plunger rod. Due to no product received, no further evaluation could be performed. The complaint issues "stuck in cartridge" and "override" were identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "lens damaged" was not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, lens was not implanted. Section d6b - explant date: not applicable, lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) could not be implanted because the lens did not come out of the injector, it was defective. No further details were provided.